Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that when the subject device is plugged in, you need to fidget with the plug. Possible loose wires. The issue was observed during set up / inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the endoscope image may not be displayed due to a broken cable unit. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the endoscope image may not be displayed due to a broken cable unit was due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was provided by customer.